Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, 99% stenosed, de novo vessel below the knee, the fox sv balloon dilatation catheter (bdc) was positioned for predilatation and inflated once at 4 atmosphere when the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.